Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with unknown saline breast prosthesis. Left breast prosthesis deflation was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 5/16/2018, mentor became aware that the suspect medical device was mentor smooth round moderate profile 475cc saline catalog: 3501680, lot: 6720148 and that the concomitant product: was mentor smooth round moderate profile 475cc saline catalog: 3501680, lot: 6720148. On 5/16/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2018, mentor became aware that instead of the left breast prosthesis, it was actually the right breast prosthesis that had deflated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475 cc saline catalog #3501680 sn # (B)(4) and mentor smooth round moderate profile 475 cc saline catalog #3501680 sn # (B)(4). (B)(4).